Manufacturer narrative:
Date received by manufacturer: 19may2019. Date of report: 12jun2019. The data acquisition printed circuit board assembly (da pcba) was received for evaluation. There were no signs of damage or contamination were identified during the visual inspection. After testing, the reported problem could not be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. Philips field service engineer (fse) stated the occurrence of "check vent error 110b" was confirmed in error logs. However, the reported phenomenon could not be duplicated. The data acquisition printed circuit board assembly was replaced preventively. The unit passed the performance verification tests.

Event description:
The customer reported that the proximal pressure accuracy test failed. There was no patient or user harm reported. The event date was not specified; estimate used.